Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, an fse visited the customer to address the reported event. During servicing, fse performed calibration but continued to not get any results. Fse replaced worn syringe tips, valve seals, and cleaned the instrument. Then fse performed calibration and ran controls with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was worn valve seals.

Event description:
On (B)(6) 2016, a customer reported they are not getting any results with their g8 analyzer. The customer says the display is showing peak pattern and a1c results with dashes. They tried calibrating and adjusting flow rate but the issue persisted. They did not change the column as the customer stated that it had just been replaced. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.